Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, 31mm epic plus mitral valve was implanted in the patient. The patient underwent an aortic valve replacement and tricuspid valve repair. A residual tricuspid regurgitation was observed on intraoperative transesophageal echocardiogram (tee) leading to the decision to replace the valve with an epic prosthesis. A prolonged cardiopulmonary bypass time was required. The patient was discharged with severe biventricular dysfunction and hypoxemia, necessitating extracorporeal membrane oxygenation (ECMO) and medications. The patient after being discharged from the hospital, the patient was readmitted due to lymphorrhea requiring vac therapy. From a cardiological standpoint, the patient is doing well, with no signs or symptoms of heart failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.